Event description:
It was reported that there was no ¿happy medium¿ when it came to the settings. The reporter stated that the patient would have the device adjusted and it would work for ¿a while, say a month,¿ and then all of a sudden it went to not being effective. The reporter noted that the patient had no stomach lining from diabetes and his stomach produced too much gas. The reporter stated that the device was implanted to help the patient¿s stomach not be so active. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).